Event description:
It was reported that log files were submitted for review and analysis found a series of no external power events on (B)(6)2023. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Patient gender was requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file, containing approximately 44 days of information (20mar2023 to 04may2023 per timestamp). A no external power alarm was observed at 4:30:19 on 21apr2023. This alarm appeared to have been caused by a loss of ac power, as the rsoc of both cables simultaneously decreased prior to the alarm activation. During the time of power interruption, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit without issue. The alarm resolved sometime before 4:32:13 of the same day. The mpu (serial number: unknown) was not returned for analysis. The root cause of the reported event was determined to be a loss of ac power to the mpu; however, the cause of the power loss could not be discerned any further. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.